Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that it was caused by failure due to the life of lamp. The instructions for use state: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one" "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire".

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical support provide troubleshooting recommendation for bulb replacement and if the issue was not resolved the reporter was advised to return the device for evaluation. To date, no device has been returned for evaluation. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the lamp to the clv-190 went out. There was no report of any patient harm.